Event description:
On 17-mar-2026, it was reported that the patient faced infusion set leaks. The infusion set been in use for first day. The leak was present at site.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.